Event description:
A medtronic rep reported during a spine procedure, the tip of the screw was showing 4-5mm into the vertebral body when on the surface of the bone. The surgeon was accurate using both the tactile awl and the apt awl tip, however, when he switched to the screwdriver from the apt awl tip he noted an inaccuracy. This was the only screw that this occurred with; all other screws were accurate with the same driver. The surgery was completed successfully with the use of the stealthstation s7 system. There was no impact on pt outcome.

Manufacturer narrative:
Pt info not available at the time of this report. Software has not been evaluated as of the date of this report.